Event description:
Pt images did not properly transfer to cws (cardiac work station) resulting in loss of images in pt file.

Manufacturer narrative:
Details of event discussed via phone with craig hanley, on site ge service engineer, 2/2007. Initial replay of pt images was fine, and dr was able to review and make dictation. Then while transferring images to cardiac work station, pt's files were overwritten by kost pt files. Software change request.